Manufacturer narrative:
It was reported that a hl20 pump displayed the error message "beltslip" multiply times before the error direct was displayed, which lead to a pump stop. The user exchanged the pump. It was not set up as an arterial pump and therefore there was no impact on the patient. The event occurred during treatment. No harm to any person was reported. As there was a pump stop and an exchange during treatment, a report is required. According to the hl20 service manual this error message leads to a pump stop and indicates that the pump has turned (1/4 turn) in the wrong direction. The error message "beltslip" is not reportable, since it is a warning message which does not lead to a pump stop. A getinge field service technician (fst) was sent for investigation and repair on 2024-10-01. The failures could be reproduced. The belt and motor control board were replaced. However this did not solve the failure. The pump was set for repair on 2024-11-04 where the optical tacho board was replaced and the guiding rollers cleaned and lubricated. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Due to the age of the device and defect part (almost 16 years old), the most probable root cause was determined as age related failure of the optical tacho board component. The review of the non-conformities has been performed on 2024-10-09 for the period of 2008-10-21 to 2024-10-09. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2008-10-21. In addition a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "error message beltslip and direct" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2008. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
Complaint ID: (B)(4).

Event description:
It was reported that a hl20 pump displayed the error message "beltslip" multiply times before the error direct was displayed, which lead to a pump stop. The user exchanged the pump. It was not set up as an arterial pump and therefore there was no impact on the patient. The event occurred during treatment. No harm to any person was reported. A report is required, because the pump was exchanged during treatment. According to the hl20 service manual this error message leads to a pump stop and indicates that the pump has turned (1/4 turn) in the wrong direction. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. A getinge technician will investigate the hl 20. A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2008. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.